Manufacturer narrative:
(B)(4). Method: log review. Result: programming error. The requested log review for a wrong programming event was performed. The review of the events logged in the associated pcu indicates that pump module (B)(4) had been infusing furosemide (1 gram/100 mls) since it was first programmed on (B)(6) 2011 at 5:08 pm. The starting dose was programmed at 10 mg/hr (rate calculated at 1 ml/hr) with the starting vtbi programmed at 50 mls. Later on that evening, the dose was increased to 15 mg/hr (rate calculated at 1.5 ml/hr) with the infusion running until the device was disconnected from the pc unit at 8:08 am on (B)(6) 2011. At 8:27 am, the pump module was reattached to the pc unit but remained idle until 11:14 am when the pump module was accessed and a basic infusion was programmed and started with the rate set to 10 ml/hr and vtbi set to 100 mls. This infusion then ran until 2:19 pm when an air in line alarm occurred and it was turned off. Total volume infused during the basic infusion was approx 30.7 mls. From the logged events it appears that the error occurred when the user entered a rate of 10 (ml/hr) instead of a dose of 10 (mg/hr). A review of the customer's dataset indicates that had they remained with the furosemide drug selection, instead of programming a basic infusion, a guardrails warning would have appeared when the user entered a rate of 10 ml/hr, possibly preventing the incident. The customer sent in a picture of the disposable set misloaded into the device. Prior testing on devices with sets misloaded as shown in the picture indicate that a negative rate accuracy error of approx -10% can occur when the upper fitment of the set is placed above the top of the device instead of its proper location inside the door.

Event description:
Customer requested a log review to learn how a wrong dose was programmed and when. Intended programming was furosemide 10 mg/ml (100 ml bag) rate: 1.5 ml/hr. The nurse replaced an empty bag of furosemide between 2:00 - 3:00 pm on (B)(6). The pump was running at 10 ml/hr and she questioned why the bag emptied so quickly. She denies programming the pump during the day and is unsure of how/when a rate of 10 ml/hr was programmed. The pump does not appear to have malfunctioned. When the pump was sequestered for eval, the tubing and fluid were left intact. It was noted that the tubing in module a was loaded incorrectly with the upper fitment extending above the pump door closure. No pt harm reported.